Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced inappropriate cardiac pacing spike post implant procedure. Lead tests indicated that the right ventricular lead exhibited undersensing resulting in overpacing. Pacing was turned off and patient was scheduled for lead revision. Patient presented for lead revision procedure on (B)(6) 2017. During the procedure, lead dislodgement was discovered. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.